Manufacturer narrative:
Batch review performed on 22 february 2021: lot 1904541: (B)(4) items manufactured and released on 27-june-2019. Expiration date: 2024-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability 10 months after the primary. The cause of the instability is unknown. The surgeon revised the tibial insert fixed sphere flex #4/11 mm l with a sphere tibial insert - flex s4l 14 mm. The surgery was completed successfully.